Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right ventricular (rv) lead. Provocative testing was performed, and the lead noise was not reproduced. The suspected cause of the event is due to insulation damage, although not confirmed. No intervention has been performed. The patient is stable and will continue to be monitored